Manufacturer narrative:
D10: 02-012-35-4009 -3597953 - logic tibia ps mod insrt sz 4 9mm. The revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient appears to allege they were injured as a result of premature wear of an exactech polyethylene device.the patient symtoms include pain, stiffness, discomfort, and weakness which in turn negatively affected patients mobility and needed a revision surgery. Patient suffered from pain following surgery and needed rehabilitation. The operative notes reported synovitis. The polyethylene liner was removed. There was noted to be wear of the liner. The femoral component was noted to be loose and it was removed. There was osteolysis. There was no evidence of infection grossly. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.